Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during congenital surgery, 3 cases of needle separations occurred during the vascular suture. Surgeon opened another suture to complete the case. No patient injury.